Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-01548. It was reported the patient was not receiving adequate stimulation therapy coverage from the scs system. A company representative reprogramed the patient's scs system and provided relief to the patient, but the issue reoccurred. During the programming the representative observed one of the patient's leads was exhibiting high impedance. Consequently, surgical intervention was taken and the patient's scs leads were replaced. Effective stimulation therapy was reportedly restored postoperatively.